Manufacturer narrative:
(B)(4) is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013. The initial MDR submission had congenital anomaly/birth defect selected as the outcome of the adverse event. Please note, there was no adverse event reported and therefore section was selected in error.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During the evaluation, fse replaced the small sample syringe but it was noted while running a sample that the total area would drop. Fse replaced the sample needle but the low areas persisted. Fse replaced the seals in rotor 6-way valve and the 2-way solenoid valve. Fse then calibrated the instrument and ran quality control (qc). Fse also ran approximately 80 samples with no low total areas. Further evaluation noted the blue left door panel catch was broken and therefore fse replaced the catch assembly. While running the 80 samples, fse noted that the pressure dropped out twice in the middle of the run. Fse replaced the buffer solenoid valve #1 and tested the pressure after the valve replacement and the pressure returned to normal. Fse ran more samples without any issue. The g8 instrument was operational. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: the 1.8 limitations of the procedure. Total area: dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results: results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The most probable cause of the reported event was due to a bad small syringe, the seals in the rotary valve, the 2 way buffer solenoid valve, and the door catch.

Event description:
A customer reported getting low total area (ta) error 200 area low error on patient samples with the g8 instrument. The customer reported that most areas are greater than 500 but towards the end, the areas were 682, 575, and 803 (optimal range 700-3000). The customer ran random patient samples and obtained low ta errors. Quality control (qc) was run with ta of 1409 and 1132. Technical support specialists (tss) had the customer replace the sample needle but the low total areas persisted. Tss instructed the customer to check the waste line but it was not backed up. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: a small syringe, injector valve stator face, 2-way solenoid valve, rheodyne valve rotor, and 6-way valve motor were returned for evaluation on 30-may-2018. Functional testing was performed on the sample syringe which found that the syringe did not pull enough blood to meet specifications. The 200 area low error message was confirmed. Functional testing was performed on the injector valve stator face, rheodyne valve motor, 2-way solenoid valve, and the 6-way valve motor. The parts performed as intended. Evaluation codes: sample syringe conclusion code: 13 device difficult to operate. Injector valve stator face result code: 213 no failure detected. Conclusion code: 67 unable to confirm complaint, 71 no failure detected; device operated within specification. Rheodyne valve rotor result code: 213 no failure detected. Conclusion code: 67 unable to confirm complaint, 71 no failure detected; device operated within specification. 2-way solenoid valve result code: 213 no failure detected. Conclusion code: 67 unable to confirm complaint, 71 no failure detected; device operated within specification. 6-way valve motor result code: 213 no failure detected. Conclusion code: 67 unable to confirm complaint, 71 no failure detected; device operated within specification. The most probable cause of the reported event was due to bad sample syringe.